Event description:
It was reported that the leads had been implanted under the clavicle and now had clavical crush. The leads were explanted and replaced. No patient complications have been reported as a result.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that all conductors are stretched, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and the lead was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, all insulations were torn, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.